Event description:
Patient presented to the physician with pain in the chest area. Physician ordered imaging and thought the sensing lead was implanted deep. Physician brought the patient into the or, removed the old sensing lead, dissected the area, and placed the sensing lead more lateral. Patient presented back to the physician post-procedure with a fever and an infection. Physician prescribed antibiotics and determined the patient had a viral infection.